Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window. The device had cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer's mother reported via phone call that the display on the insulin pump is scratched and hard to read. Customer's mother advised that during a bolus attempt they could barely see the numbers on the screen. Troubleshooting for the cosmetic damage on the insulin pump was performed. Customer advised the damage may have been done by a bag the customer puts their device in. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.